Manufacturer narrative:
Per customer, they were having problems with qc on the accu tni assay. The customer was trying to recalibrate on a new reagent lot and the calibration failed. The staff was advised not to continue use of the instrument. The customer did not question any other assays at the time of this event. A field service engineer (fse) was dispatched to the customers lab: a) the fse inspected the instrument and found a dirty wash wheel and aspirate and dispense probes were not aligned to the wash wheel. The fse cleaned the wash wheel and made alignment corrections. B) the fse reviewed sample results from three days in 2007 and stated that seven (7) out of ten (10) pt samples did not replicate. It is unk from the info provided if any of the values were above the ami cut-off value of 0.50 ng/ml, and it is not clear on what day the elevated results occurred. C) the fse verified the system was operating within specifications. Hardware issues, addressed by the fse, may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding elevated troponin (accu tni) results that were generated by the unicel dxi 800 access instrument. The customer obtained elevated accu tni results on seven (7) pt samples. The results were reported out of the lab and corrected reports have been submitted. The actual results were not supplied by the customer. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.